Event description:
During a routine replacement of the enteral feeding device, the bumper detached and fell back into the gastric cavity. It was removed through the mouth with the aid of an endoscope. There were no reported adverse affects to the pt. Pt age and gender is unk.